Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found a partial lead was returned. An insulation abrasion was noted at 7.6 cm to 7.9 cm from the distal tip which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implanted device or heart feature. (B)(4).